Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: hernia. According to the reporter: first tack deployed 1/2 into mesh and remaining tacks jammed the device. The misfire did not result in bleeding or tissue damage, and none of the tacks fell into the pt's cavity.